Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead did not go through introducer. The lead was not implanted.

Manufacturer narrative:
Visual inspection found that the helix soft tip diameter was out of specification. This could have caused the lead to not fit through the introducer in the field.